Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states during a dialysis treatment the doctor found the adapter cracked, and blood was oozing out after intubation for 2-3 months. The catheter was pulled and replaced. The catheter is cleaned with (B)(4) iodine. There is no additional info available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results may be forwarded.